Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was having the same issues again as before their neurostimulator. They have an appointment on (B)(6) 2024 in (B)(6) hospital but unfortunately, they can't wait that long. Patient mentioned they have four programs. With the first two programs they feel stimulation but also gets abdominal pain. With programs 3 <(>&<)> 4, which they normally uses, they are no longer feeling any stimulation at all. Of note, a few months ago an x-ray scan revealed that something was wrong with one of the leads. So, at first it was thought that the battery was eos but then manufacturer representative (rep) met with patient in hospital and concluded that there was still battery left in the ins. Now patient suspects that the problem might have to do with this defective lead.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that until now, no further action is required. On november 28, reprogramming or additional programming of the device was performed. As the patient did already profit from the therapy again, prior to the reprogramming on november 28, it will remain unknown, what led to resolving this issue.

Manufacturer narrative:
Continuation of d10: product ID 388928 lot# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause was not known. The patient describes, that in the last time (last few days to weeks), they have profit again a bit. The impedance of electrode is >4000 ohms. This electrode was set as cathode in the current stimulation setting. This should lead to reduced therapy effect. No issue seen on x-ray. The lead is connected to the ipg in a proper way. The hcp thought that the lead was kinked. However, x-ray shows a normal path. The impedance of electrode 1 is high for unknown reason. Reprogramming took place on nov 28th. The running program had been set to 1- 2+. Since electrode 1 is defective, this program was changed. New programs are: 1: 0+ 2-3-, 21 hz, 0.4 v and 3: case+ 0-2-, 21 hz, 0.3 v. Both programs lead to sensation of the stimulation in midline near oscoccygis. Patient will test programs 1 and 3 for a few weeks each and will follow up if further action is needed. Unknown if issue resolved. Patient will test programs 1 and 3 for a few weeks each and will follow up if further action is needed.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep spoke to the patient on the phone and arranged an earlier appointment for november 28th. The patient was originally scheduled for an ipg replacement in (B)(6). The ipg check revealed that the ipg was not empty yet and would last for at least another six months. The ipg check was ok, so the patient was not to be operated on. They were also satisfied with the treatment up to that point.